Event description:
During a ptca/stenting treatment procedure, a dissection occurred. A cypher 3.5/18 mm had been deployed at the 90% stenotic lesion in the proximal to mid left anterior descending (lad) coronary artery. When checking post-stent ivus images, it was noted that the proximal edge of the stent wasn't fully expanded. The quantum maverick monorail 8/4.0 mm balloon was used to post-dilate the cypher stent. When this balloon was inflated at 18 atms under angiography, it protruded from the marker during balloon expansion. Follow up coronary angiography revealed a dissection at the proximal edge of the stent. Another cypher stent was deployed a treat the dissection, and the procedure was successfully completed. Pt status is reported as 'good'.